Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was deployed at the common femoral arteriotomy (cfa) and hemostasis was achieved. No pre-deployment angiogram was performed, but moderate calcification was noted at the puncture site. The next day the pt ambulated and then complained of pain. An ultrasound revealed a 90% stenosis. The pt was given heparin and followed for a week, but blood flow did not improve. Eight days after the initial procedure a percutaneous transluminal angioplasty (pta) was performed. The pt recovered and was discharged later on an unk date.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The IFU instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.